Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 21mm trifecta gt was implanted because patient suffered from elastofibroma and aortic valve deterioration. On (B)(6) 2019, the valve was explanted due to svd (structural valve deterioration) and a competitor's 21mm valve was successfully implanted. Upon explant of the valve, leaflet tears were confirmed in two locations. One was noted on the stent post between the ncc (non-coronary cusp) and lcc (left coronary cusp) and the other is a stent post between the ncc and rcc (right coronary cusp). The leaflet on the rcc became partially prolapsed. No patient consequences were reported. The physician believes was svd could be due to elastofibroma.

Manufacturer narrative:
The reported torn leaflets were confirmed. Leaflets 1 and 2 were torn. Focal fibrous pannus ingrowth was noted on the inflow leaflet 3 and covered stent post 3, encroaching onto the commissure between leaflets 2 and 3 at the end of the stent post. Scattered histiocytes were also found on both surfaces of all three leaflets. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The host to device reaction (pannus formation) at stent post 3 was possible evidence of interaction with patient anatomy. There was also speculation from the physician of a possible correlation to the patient's comorbidity of elastofibroma. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus on the inflow surface of leaflet 3 and outflow surface of stent post 3, with possible interaction with the patient's aortic wall, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.